Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a blood glucose (bg) level of 43 mg/dl, 70 mg/dl, and 79 mg/dl. Reportedly, the user stated that they were going through a lot of emotional stress lately and it had affected their bg levels. The user addressed bg level by removing the pump and drinking juice.